Manufacturer narrative:
The reported issue happened with a single device from one of the following batches of item 450241: a190243n, a19013aw, a190344p. Customer was not able to identify the used lot number and therefore mentioned all lot numbers, which were used in the time period the event happened. Needle stick happen in laboratory and not during blood collection procedure. Needle stick was reported to mhra in UK by customer.

Event description:
Laboratory technician received a needle stick injury from a needle which had inadvertently been left in the vacuette tube when it had become displaced from the vacuette holdex. Samples were taken using the vacuette system and sent to the laboratory. Staff member received a needle stick injury when opening the sample bag due to the fact that a needle was protruding from the bung of the vacuette tube.